Manufacturer narrative:
(D10) concomitants: 350-02-02 - talar implant sz 2 rt : (B)(6), 350-10-03 - ankle sz 3 locking clip : (B)(6), 350-12-03 - tibial plate fb sz 3 rt : (B)(6), 351-91-03 - recip sawblade 8x50x1mm : (B)(6).

Event description:
Approximately 2 years, 1 month, 22 days post-operative of a right taa, it was reported via clinical study that the patient experienced a cyst formation. X-rays show a new cyst approximately 11 x 9 mm. Following, another surgeon determined surgical intervention was best to resolve this. They decided that removing the poly, debriding the gutters, back filling the bone cyst with bone graft, and then inserting a new poly component. The patient underwent revision surgery with the reported removal of the tibial insert. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.